Event description:
The user present with signs of an ongoing infection (retroauricular swelling). Revision surgery to disinfect the area and remove both the signs and causes of the infection was done. Neither explantation nor reimplantation surgery is currently considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user present with signs of an ongoing infection (retroauricular swelling). Revision surgery to disinfect the area and remove both the signs and causes of the infection was done.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to a retroauricular infection. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Further in situ measurements after the surgery show four channels involved in two short circuits likely due to a minor damage to the active electrode. Reportedly, the recipient is doing fine with the device, which remains implanted and in use. This is a final report.